Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). The patient was 71 years old at the time of reporting the event. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you contact the call center to provide your contact email address for additional information?

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and the mesh was implanted. It was reported the patient experienced pain, swelling, not being able to go to the bathroom and not being able to eat after a hernia repair fourteen months ago. It was reported that the patient had a CT scan that showed a possible abscess in the area per the radiologist. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/09/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information:  h6 clinical code. Additional information was requested and the following was obtained: can you contact the call center to provide your contact email address for additional information? Patient called and stated she has no email address and that CT read abscess, infection. Surgeon will not cooperate with providing assistance. She has not seen another physician as of yet. She has not received medical records yet. If further details are received at a later date a supplemental medwatch will be sent.